Event description:
A malfunction alarm occurred without any notable events prior. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted in resetting the pump successfully, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared.